Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation surrounded by abrasion in the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump, cylinder 2 or reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the exhaust tube of cylinder 1 to press firmer against the cylinder bladder, resulting in the abrasion noted. It was concluded that the exhaust tube of cylinder 1 abraded enough to result in a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device malfunctioned / didn't inflate.